Event description:
The device was evaluated by the customer while on remote support with a philips technically support who confirmed the issue and isolated it to the therapy pca. There is no indication of pt impact.

Manufacturer narrative:
(B)(4).